Manufacturer narrative:
D10: concomitant devices: 7053542 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5 (B)(6) 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t 6995858 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
It was reported that approximately 33 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening of the femoral component and insert. Photos provided show signs of tibial insert poly wear. There were no device breakages or surgical delays during the procedure. No further issues or complications were reported. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. Chain of command due to recall, hospital will not release indicated. No additional information is available.